Event description:
This lead was explanted and replaced due to dislodgment. The physician was going to reposition the lead but the shock impedance was greater than 150 so this lead was removed and another ICD lead was implanted. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual, a mechanical and an electrical analysis. The analysis demonstrated severe deformations of the conductor cable to the rv shock coil between the yoke and the is-1 connector pin. The conductor cable was found fractured in this area. It is reasonable to assume, that this damage occurred during the replacement procedure. The conductor fracture can be considered to be the root cause of the high shock impedance values mentioned in the complaint description. There was no sign of a material or manufacturing problem.